Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking as a result of the luer lock being indented. Customer's blood glucose level was over 600 mg/dl and the customer experienced a high level of ketones. Reportedly the customer used manual injections to resolve this issue.